Manufacturer narrative:
Investigation: the disposable set was unavailable for return. The customer declined a service call for the machine because they said the cause was operator error. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on customer statements, the root cause for the incident was user interface in setting up a tpe set with the intention of doing an rbcx procedure. Correction: the customer was contacted for training regarding this incident. The customer declined any training or follow up corrective action: an internal CAPA has been initiated to evaluate reports of incorrect sets being used for intended procedures.

Manufacturer narrative:
(B)(6). Investigation: per the customer, the complete blood count (cbc) tests were performed pre and post procedure on the same day by the same lab. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they inadvertently used a cobe spectra therapeutic plasma exchange (tpe) disposable set for a red blood cell (rbcx) procedure. During the procedure, approximately 1200 ml of red blood cells were exchanged and the rn noticed plasma in the waste bag instead of red blood cells. The patient's hematocrit (hct) increased from 30% to 45%. Per physician's order, the patient was given 500 ml of normal saline via IV and a phlebotomy of 500 ml of red blood cells. The customer is continuing to monitor the patient's hematocrit. The patient is reported in stable condition. The customer declined to provide the patient identifier and age.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.